Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3.1 and 3.2 on the medstation main cabinet were not responding and appeared to be offline. A field service engineer remotely logged in as cf support, launched the hardware test application, and confirmed that the drawers were not on the bus. With the client¿s assistance, the device was powered down, the e-drawer was opened, and the bus cables were reseated. After rebooting the device, the drawers came back online, and the hardware error was cleared. There was no failed drawer to recover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawers were failed and device was not detected on the bus. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.